Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing was observed. Programming changes were made. The patient is fine after the event.